Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information several years following the event that this unknown right ventricular (rv) lead exhibited fracture for which the patient underwent a revision procedure and a new lead was implanted. The chronic lead was surgically abandoned, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the rv lead that exhibited fracture was a competitor product. It was however communicated that the replacement boston scientific lead later exhibited loss of capture resulting in a revision procedure at which time the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.